Event description:
It was reported that the patient is complaining that he can't sleep on it, pain and can't stand or sit on it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.